Manufacturer narrative:
H4: the lot was manufactured from february 24, 2021 - february 25, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This was identified before patient use. The leakage was further described as "filtration at the top of the bag" and leakage from the downspout (port) that was not connected. One of the bags had the "descent" (not further clarified) disconnected from the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The events occurred on an unspecified date of april/may 2023, further described as "over the course of the past week". Should additional relevant information become available, a supplemental report will be submitted.